Event description:
It was reported that the insulin pump had a crack in it, required frequent battery changes, and alarmed motor errors. The customer stated that he had to restart the insulin pump in order to complete the rewind process. He also noted that the esc button was sticking, as well. He declined to provide the blood glucose reading. The customer declined troubleshooting for the issues. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.